Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : 51-103140 - tlc stem standrd offset 14mm - unknown lot. 163662 - 28mm cocr mod hd std - unknown lot, report source japan. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection found the ring to be assembled with the cup and oriented in the proper direction. The ring was visibly twisted but moved freely within the groove of the cup. Dimensional analysis was performed according to inspection criteria and found the ring height and thickness to be within print specifications. The groove diameter and width were also found to be conforming to specifications. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device has not been returned for analysis; however, an investigation has been initiated. Once the investigation is complete a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total hip arthroplasty, the locking ring on the acetabular cup was noted to have shifted and the liner would not seat. Another cup was used to complete the procedure. There were no additional patient consequences.